Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing. The customer used two different infusion sets and two different cartridges; however, no insulin came out. During troubleshooting with tandem technical support (cts), the customer disconnected from the infusion set tubing and performed fill tubing. Customer stated an insulin ball was seen. Cts asked the customer to try one more infusion set and perform fill tubing; contact stated insulin came out of the infusion set tubing. The customer's blood glucose level was not impacted.